Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023. Additional suspect medical device components involved in the event: product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch:19392698. Product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 19276031.

Event description:
It was reported that the patient was experiencing burning sensation in the center of the back and was having inadequate stimulation despite reprogramming attempt. X-ray was taken and showed a minor kink in the tail of the lead. Also, one of the leads had several impedances. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. All explanted device components will not be returned per facility policy.